Manufacturer narrative:
H3:analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of 2024-11-20: fentanyl with concentration 950.0 mcg/ml at a dose rate of 5.55 mcg/day, bupivacaine with concentration 16.0 mg/ml at a dose rate of 0.093 mg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter, product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 01-sep-2024, UDI#: (B)(4), product ID: 8781, serial/lot#: (B)(6), ubd: 16-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp) via a company representative. Regarding a patient, receiving unknown medication via an implanted pump. The indication for pump use was malignant pain. It was reported, that the patient lost effectiveness of therapy and their pain returned. The hcp was unable to aspirate csf (cerebrospinal fluid) from the cap (catheter access port) on (B)(6) 2024. And unable to locate the tip of the catheter on x-ray. On (B)(6) 2024, the hcp located the catheter tip outside of the intrathecal space on x-ray. The hcp explanted the entire system and reimplanted a new one. The issue was noted, to be resolved. And it was indicated, that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: 8780 catheter: analysis identified an occlusion in the pin connector which is consistent with dried drug, blood or other foreign material; 8781 catheter: analysis identified an occlusion in the pin connector which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.